Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At the time of implant the aortic neck was 23 mm in diameter, 15 mm in length with 60 degree lateral angulation. The stent grafts were accurately placed just below the renal arteries with no complications. It was recently reported the aortic neck measured 28 mm distally and 30 mm at the level of the renal arteries. The stent graft was found to have migrated 20 mm and was in the aneurysm sac; however, there was no aneurysm enlargement or type 1 endoleak noted. Another manufacturers' device was planned to be used to repair the migration; however, the patient was not treated with the device and surgical repair is planned on a future unknown date. No additional clinical sequelae were reported.